Event description:
It was stated that approximately 1.5 years ago, the patient walked through a library security system and his arms and legs ¿flipped around for 5 days.¿ the patient was to schedule a follow-up appointment with his managing physician and the manufacturer representative. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).